Manufacturer narrative:
Section d4 updated with the lot number. Investigation: one sample was received for evaluation. The reported issue was observed in the sample as the catheter was already detached from the connector. The lot number was identified with the received sample: 2005617664. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The manufacturing process was reviewed by the multifunctional team. The process was found to be running according to product specifications and meeting all quality acceptance criteria. Additionally, the ¿caf¿ machines maintenance (for catheter-adapter assembly) were verified and found with up-to-date corrective and preventive maintenance as scheduled. Per the available information for the complaint investigation, no abnormal process conditions were detected in the manufacturing process that could cause the confirmed failure. The potential root cause could be related to variations in the catheter, which could affect the assembly to the adapter. The failure reported by the customer was evaluated against the acceptable quality limit (aql). No corrective actions are deemed required at this time since the failure represents a defect rate below the approved aql. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the foley was disconnected. This was happened in the cardio ICU. The foley disconnection occurs, if any patient movement in bed or around the unit happens. There was no patient harm reported.